Manufacturer narrative:
The pump was received with a constant pump error 38 due to a corroded motor home switch. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the pump error 38. Unable to verify the pump error 130 due to the pump error 38. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed hall sensor movement error during the displacement test. The battery was removed and the insulin pump was restarted but the hall sensor movement error recurred. The insulin pump will be returned for analysis.